Event description:
Healthcare professional reported a left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, opening on anterior side assessed as unidentified (tear) opening. Observed opening striated on posterior side assessed as surgical damage. Additional observations: ¿ crease fold observed. ¿ wear abrasion observed. ¿ brown particles inside of the device.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, a left side deflation. Device remains implanted.